Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a sigma spectrum device failed to detect an upstream occlusion in the medical surgical intensive care unit. The patient had an infusion of levophed infusing (infusion parameters unknown). The customer reported that the blue slide clamp above the device was occluding the IV line and the device did not produce upstream occlusion alarm for approximately 2.5 hours during the infusion. The patient's blood pressure remained labile (unknown blood pressure values) and the levophed bag was observed to be full. The nurse unclamped the blue slide clamp and the patient's blood pressure started to increase. The nurse proceeded to reclamp the IV tubing and no upstream occlusion alarm occurred. The device was changed to another device and the levophed was titrated to half of the expected dose. The status of the patient is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported undetected upstream occlusion alarms, which were not confirmed or reproduced. Device investigation was unable to reproduce the reported symptom or identify component causality. The device was tested with passing results at all flow rates (including the alleged failure rate). The upstream sensor fluid readings were found to be within specification and no physical anomolies were identified. Corrected information: the date received by the manufacturer on the initial manufacturer report was incorrect. The correct date is (B)(6) 2016.